Event description:
It was reported the ra (right atrial) lead had an insulation breach near the hub, was repaired, and then capped/not useable "as it was an old unipolar lead." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.